Event description:
Pump #2 was reported to underinfuse during clinical use. Incident occurred with a 1000ml bag of normal saline set to deliver at a rate of 80ml/hr in the cardio-thoracic unit. When the pump alarmed for keep vein open, there was approx 500ml still left in the bag. No medical intervention was needed and no pt injury resulted.